Manufacturer narrative:
The device was received in a deployed state. Its driver assembly is broken off and the implant is still inside. The implant was jammed inside the driver. The distal end of the driver was inspected under magnification and was found clogged with bone or tissue residue therefore it did not allow the implant to deploy outside the shaft. Visual inspection of the distal end also shows the implant was slightly pushed further into the driver assembly. Tissue/ bone residue was found inside the driver. The device was disassembled and opened and all components were present, however, the driver block was found collapsed further into the knob, believed due to excessive force applied to the device while attempting to deploy implant. The device is a single use device therefore a functional test cannot be performed in the condition received. Based on visual inspection, customers complaint is due to being clogged with tissue/bone residue and did not deploy outside the shaft. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: maneuvering device inside the bone hole during or after insertion can result in tissue or bone residue going into the shaft and/or in misalignment of the implant inside the shaft causing it to jam inside. The broken and collapsed internal component is most likely due to excessive force applied while attempting to deploy the implant. No manufacturing deficiencies were identified during manufacturing review.

Event description:
It was reported that the implant did not deploy. The procedure was completed using an alternate method (suture only). No patient injury or other complications were reported. Report 2 of 2 ((B)(4)).